Manufacturer narrative:
The customer worked with the technical support representative. The issue could not be duplicated. Based on the conclusion of the evaluation the device is working per requirements. There is now a no fault operation. Philips cannot rule out a malfunction at the time it was reported, but no problem could be reproduced and no repair was warranted. There is no indication of a systemic problem; no further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a detection failure. There was no patient involvement.